Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not powering on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer worked with the customer and performed troubleshooting, including running diagnostics and testing voltage on controller boards. The engineer identified that auxiliary drawers 6-1 and 6-2 were the source of the issue, rebooted the station, and reconfigured the drawers. The customer tested inventory on the drawer, and the test was successful, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.